Event description:
After retrograde reverse cart went smoothly stenting was commenced. After placing 2nd stent, we noticed and unidentified artifact during imaging that had not been seen in previous images. It appeared to be the tip of a wire, but since it could not be retrieved it is not confirmed. The physician inspected all the wires ans felt if it were a wire it may be this wire.